Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while suturing down the right atrial (ra) lead, an artery was struck which lead to bleeding. While tying off the artery the lead insulation was damaged with intermittent loss of capture and low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.